Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by the customer during routine check that cardiosave intra-aortic balloon pump (iabp) displayed iabp may require maintenance message. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site telephone). A getinge field service engineer evaluated the unit and found fault 2 data recorder which is a log only fault and captures data after running test, fault 25 a software error was detected during unassisted beat event detection which monitors the unassisted pump of the unit, also a log only fault, fault 55 log only fault and fault 63, unable to configure touch screen controller device fault. No repair or replacement is needed as these 2, 25, and 55 are not special fault codes.

Event description:
N/a.